Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Pain to side of inside cheek [oral pain]. Toothbrush head keeps coming on in mouth / metal attachment pin, its broken on the top - oral-b - oral-b [device breakage]. Case narrative: 86-year-old male consumer reported via phone that the oral-b toothbrush head came off in his mouth and caused pain to the side of the inside of his cheeks that has resolved, and the metal attachment pin was broken on the top of the oral-b toothbrush handle, type 3766. No serious injury was reported.